Event description:
It was reported that patient presented for scheduled lead removal procedure. Prior to procedure, it was noted that right ventricular (rv) lead exhibited r wave amplitude variation. Computed tomography (CT) scan also confirmed that the lead had perforated. The lead was explanted as a result. Patient condition was stable.